Event description:
It was reported an angio seal was used to achieve hemostasis in the right femoral arteriotomy site following a percutaneous coronary intervention of the proximal left anerior descending (lad) artery. After checking for back flow, the physician deployed the angio-seal. During pullback, the physician felt the anchor move, but proceeded to tamp the collagen. Bleeding occurred as the physician attached the tension spring and applied manual compression for 90 minutes. The hematoma larger than 6 centimeters formed and the patient went into shock. The patient underwent surgical intervention where an angioplasty balloon was inflated around the puncture site; the bleeding temporarily stopped. Blood was aspirated from the hematoma and hemostasis was achieved. The anchor was found deployed outside the blood vessel. There was no disease present in the artery. The anchor and collagen were removed from the patient. The patient was reportedly getting better.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the hematoma could not be conclusively determined; the angio-seal was found outside the artery. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU state advance the arteriotomy locator/insertion assembly into the puncture tract until blood flow is re-established (and/or the sheath tip is felt to enter the artery). From this point, advance the arteriotomy locator/sheath assembly 1-2 cm into the artery using the letters of the word "angio-seal" on the insertion sheath as a guide (the letters are spaced 1 cm apart). The user is instructed to hold the insertion sheath steady, without moving it into or out of the artery.